Event description:
Philips received a complaint on the v60 ventilator indicating that the proximal pressure sensor autozero failed alarm occurred. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device on 31mar2025 during preventative maintenance (pm) and reviewed the device event log, finding the code for the proximal pressure sensor autozero failed alarm. The asp confirmed the issue, so the 3rd and 4th solenoids were replaced the power switch overlay to resolve the issue. Following the replacement of the 2 solenoids, the asp completed the pm, and no other issues were observed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.